Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry anomaly. Upon interrogation of the device, dashes (---) were displayed for most parameters.